Event description:
It was reported that the controller is noisy during operation and that the disposables are sometimes difficult to insert into the connector on the front of the unit. The case was completed and there were no pt consequences as a result.

Manufacturer narrative:
H6: the actual motor drive unit was returned for evaluation. The unit was visually examined and it was found that the chassis had bent pems, causing the sub-chassis to become loose. This further caused the motor coupler to shift, which resulted in a misalignment between the motor coupler and the cpc connector. This made it difficult to insert the disposable and caused the noise reported because the disposable was rubbing on the cpc connector of the motor driver unit during rotation.